Manufacturer narrative:
The device was returned and was not confirmed to be the reported device as the packaging was not returned to site with the device. During visual inspection the flowgate shaft was visually inspected and no issues were noted. The device was flushed and procedural fluids exited. During the functional inspection an attempt was made to inflate the device but this was unsuccessful. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was returned for analysis and the balloon failed to inflate. In the case of this complaint it is most likely that the device was damaged during the procedure due to some procedural/anatomical factors. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore an assignable cause of procedural factors will be assigned to the event. The unit was sent to r&d for additional analysis, based on an increase in the rate of deflation issues identified at emerging signals. The r&d analysis of the devices will be captured in nc2580269 as part of an investigation into this increase.

Event description:
It was reported that during a cas case that after inflating the balloon (subject device) for confirmatory imaging, it would not deflate. The subject balloon was collected and exchanged for another device to continue the procedure and complete successfully. The patients medical condition was good. There were no adverse clinical consequences to the patient.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a cas case that after inflating the balloon (subject device) for confirmatory imaging, it would not deflate. The subject balloon was collected and exchanged for another device to continue the procedure and complete successfully. The patients medical condition was good. There were no adverse clinical consequences to the patient.